Event description:
The customer stated that the meter had been giving readings of 50 and 42. While troubleshooting, it was discovered the meter was canadian, and was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was going to dispose of the meter, and a replacement elite xl was to be sent.

Manufacturer narrative:
Customer purchased canadian meter at u.s. Retailer.